Manufacturer narrative:
Motor error alarm during the basic occlusion test and it was unable to prime during prime test due to moisture damage faulty force sensor system. The motor passed motor test. However, the pump was received with corroded motor home switch. The pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of a motor error from the insulin pump. The customer's blood glucose reading was 197 mg/dl. The customer stated that the motor error occurred during bolus delivery. The customer stated that the pump was not exposed to strong magnetic field or MRI. The customer stated that they were able to rewind the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.